Event description:
Customer contacted beckman coulter inc. (Bci) regarding intermittent erroneously low cholesterol (chol), triglycerides (tg), hdl cholesterol (hdld) and glucose (glu) generated by the unicel dxc 800 pro synchron chemistry analyzer. Intermittent low lipid results were generated and reported outside of the laboratory and questioned by the physician. Samples were repeated on a different instrument and amended reports were issued. There was no impact to patient treatment as a result of this event.

Manufacturer narrative:
A field service engineer (fse) was on-site. Fse replaced several hardware components and as of date, there have been no further issues reported. Although hardware failures may have contributed to this event, a clear root cause for this event cannot be determined to date.